Event description:
Pt was hospitalized three times in the last year. Family member attributes events to the device pt was wearing at the time. No further info is available and attempts to contact pt have been unsuccessful. Device not returned for evaluation.